Event description:
Pt was 5 days post-op from total abdominal hysterectomy. Wound dehiscence occurred secondary to sutures in the bottom part of the fascial incision disintegrating prematurely. Pt's bowel presenting through fascial defect. Suture fragments noted in wound.